Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced faulty e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 failure analysis and the reported failure replicated/confirmed the reported issue. This unit was installed into the test system, and it failed. The power button had white light and bipolar led has no light. The complaint was confirmed based on the failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 was not working. When the site connected the vessel sealer extend (vse) instrument to the generator, the system displayed the message "check instrument connection". The customer reseated instrument and power cycled the generator, but the issue persisted. The customer completed the procedure using the bipolar connection on the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer has used e-100 generator in the past and have never encountered such incident. The system initially powered on without any errors. The customer was able to continue to procedure by plugging the vessel sealer to the bipolar port on the erbe. The procedure was completed robotically by leaving the port in the bipolar port on the erbe.